Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 33 mmol/l. There was issues with their reservoir due to a possible occlusion. The customer's mother reported that the customer started experiencing high blood glucose levels a couple of hours after inserting a silhouette set. The customer disconnected from the pump and tried to prime with a second set but the insulin would not come out. The customer went to the hospital. The customer's mother stated that a complete change of both the reservoir and set solved the issue. The product was not returned for analysis.